Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The field service engineer (fse) evaluated the device and replaced the sensor board. The ventilator passed all tests and operated within the manufacturing specifications. The customer was also advised to use the approved philips accessories and disposable. A data acquisition (da) board was return for analysis. The data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator displays pressure values out of tolerance during clinical use. There was no patient harm reported.